Event description:
It was reported 2 holes were not able to lock the 2.4 mm volt locking screws. They were passing through the hole. 2.7mm volt screws were tried with the same issue. The conical drill guides were able to be locked into the holes. The pins were able to bend the plates. A surgical delay of 30 minutes were noted. Procedure was not able to be completed they had to cut the plates and add on cannulated screws.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.